Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via phone call that the customer experienced high blood glucose. The customer's blood glucose went up to 400mg/dl. The customer changed insulin, reservoir and tubing. They also treated with manual injections. She also experienced blood glucose of 55mg/dl and treated with orange juice. The customer stated the cannula is bent in a c shape. Customer declined to continue troubleshooting. It was found that the customer was removing inserter needle improperly and may have been affecting the integrity of the site.